Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys troponin t hs stat assay ver. 2.1 results for two patient samples tested on the cobas e411 rack. The initial results were reported outside of the laboratory. A new sample was also collected from the patients. The results of the new samples were low. The specific results from the new samples were not provided. The initial samples were then rerun and the repeat results of the initial samples were compatible with the low results of the new samples. Patient 1: on (B)(6)2022 at 10:31 pm, the initial result was 0.024 ng/ml. On (B)(6)2022 at 3:14 am, the repeat result was 0.005 ng/ml. Patient 2: the initial result was 0.020 ng/ml. The repeat result was 0.004 ng/ml. The reagent lot number is 59637201 with an expiration date of 31-mar-2023.

Manufacturer narrative:
Medwatch fields a2 and b7 were updated.

Manufacturer narrative:
The roche service representative (rsr) checked the system and found the sample and reagent probe functions were affected. The investigation determined that the issue was consistent with a sample pipetting issue. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.